Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the correct transmitter ID entered into pump. The customers blood glucose level was 150 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.